Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the suction channel buckled, the air/water nozzle clogged, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the glass rod corroded, the eog valve deformed, the remote control button(1) cut, the distal body worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.